Event description:
Complainant alleged that while attempting to treat a pt the device displayed "defib disabled", "pacer disable" and "pacer fault 115" messages. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.